Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted. Device remains implanted.

Event description:
Edwards received notification from our affiliate in germany. As reported, it was a case of an implant of a 29mm sapien 3 valve in the aortic position. Approximately four (4) years post-implant, the patient presented a mean gradient of 40mmhg through the aortic valve, and significant re-stenosis of the tavi prosthesis (endocarditis was excluded). Therefore, 6 weeks of anticoagulant therapy was prescribed and a valve-in-valve intervention would be reevaluated.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up and image evaluation. As reported, the structure at right coronary cusp looked at 6 week (tee) post apixaban therapy a little bit better. The will continue the therapy and due to under deployed valve with mild pvl the plan is to postdilate the sapien 3 with bard trudilatation 26mm balloon. Additionally, the CT was sent to an edwards sme to review for potential failure modes or contributing factors. The mode of failure was unable to be determined. The CT was discussed with the hospital professor and with proctors. What was noticed was that the valve was under-deployed. There was no evaluation report provided to quality.

Manufacturer narrative:
The device was not returned for evaluation as it was remained implanted. Therefore, a no product return engineering evaluation was performed. Imagery was reviewed, and following observations was made: the leaflets does appear that there is some restriction but cannot tell the severity from these images alone. The waist around the valve indicates under-deployed valve. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of valve stenosis and leaflet motion restricted-in patient were confirmed based on medical record and imagery review. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''approximately 1 year and 25 days post transfemoral tavr procedure with a 26mm sapien 3 ultra valve in the aortic position, the patient presented with aortic stenosis and is being worked up for a valve in valve procedure''. Per IFU, valve stenosis was potential adverse event associated with the use of bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, leaflet thickened or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. In this case, patient had renal disease (stage iii) or kidney disease, which is a well-known factor that may increase the risk of valve calcification or stenosis. Additionally, the implanted valve was under-expanded, which could reduce the orifice of the valve leading to stenosis. As such, available information suggests that patient factors (kidney disease) and/or procedural factors (under- expanded valve) may have contributed to the reported event. As the leaflets were stenosed, it could affect the function/ suboptimal coaptation of leaflets resulting in leaflet motion restriction. As such, available information suggests that patient factors (stenosis) may have contributed to the reported event. No device or labeling problem was identified during the evaluation. Therefore, no further escalation (CAPA/scar/pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.